Event description:
A 78 year old female with severe symptoms of aortic stenosis, hypertension, hyperlipidemia, hypothyroidism, f3 liver cirrhosis referred for outpatient tavr(transcatheter aortic valve replacement) (B)(6) 2025 with tvp(temporary transvenous pacing) in place for intermittent pacing. Tvp via right fem vein dislodged on (B)(6) 2025 at 7 am and code blue called, but no compressions done. Tvp via r ij placed at bedside but dislodged again. Emergently transferred to cath lab for tvp. Side port of the sheath came out and resulted in patient bleeding.